Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one impactor head had broken at the point where it connects to the impactor handle. Review of the lot history record indicates that the device was manufactured to specification. A cause of failure can not be conclusively determined from the available information.

Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that one impactor head had broken at the point where it connects to the impactor handle.